Event description:
During a percutaneous arthrodesis surgical procedure, the newport push button cap loader and the newport locking cap got stuck to each other making it "impossible to separate them or to screw the locking cap into the screw shaft." There was a delay in surgery, however there was no injury to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.